Event description:
It was reported that a pump problem existed. Items and issues with regard to a motor stall were discussed. Confirmed motor stall noted in event logs with no motor stall recovery recorded during prior (B)(6) period of time. It was later reported that a problem existed with the personal therapy manager (ptm). Items and issues with regard to error codes or messages 8532 and 8473 were discussed. Patient had a magnetic resonance imaging test (MRI) (B)(6) ago. It was unclear if this event had an effect on the current problem. It was reviewed that the patient must see a health care professional (hcp) for troubleshooting or interrogation of pump device. It was later reported that the patient experienced the second occurrence of two "critical alarms" (error codes or messages 8473 and 8532) related to the ptm. There error codes or messages were again discussed. It was later reported that a dye study and roller study was planned, as was the explant of the pump.

Manufacturer narrative:
(B)(4).